Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate result of "51" (mg/dl) with control solution. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.